Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the device was exhausted. There was a recrudescence of pain. No diagnostics or troubleshooting was performed. There was a change of the stimulator under local anesthesia. There was hospitalization from (B)(6) 2015. The event was noted as resolved. The patient's status at the time of report was alive with no injury. The investigator assessed the event as serious, linked to the device and not linked to the procedure. Relevant medical history included: chronic neuropathic pain, peripheric nervous lesions, post-trauma or post-surgical.

Manufacturer narrative:
(B)(4).